Manufacturer narrative:
Other relevant device(s) are: fuse 9735881, system kit s8 svc power pack 9735943, stealth s8 eng only. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside a procedure. It was reported that the system would not power on. The site had changed outlets without resolution. It was confirmed that there was no led on the power button when attempting to turn the system on. Additional information received indicated that after having replaced the fuses, the system was plugged into the wall power, a "zap" was heard, and then a burning smell was smelt. No patient present.

Manufacturer narrative:
D10 update: section d information references the main component of the system. Other relevant device(s) are: fuse 9735881 system kit s8 svc (qty (B)(4)), battery 9735773 48v s8 svc ups 9735787 main cart s8 svc. H3. The system was serviced in the field, and hardware parts were replaced. The system then performed as intended. Hardware analysis of fuse 9735881 system kit s8 svc (qty (B)(4)) determined that a continuity test revealed that the fuses were blown. Battery 9735773 48v s8 svc and ups 9735787 main cart s8 svc are still awaiting device analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735881, serial/lot : unknown product ID: 9735943, serial/lot : (B)(6) product ID: 9735881, serial/lot : unknown product ID: 9735881, serial/lot : unknown product ID: 9735773, serial/lot : (B)(6) product ID: 9735787, serial/lot : (B)(6) h3: hardware analysis of the returned power pack (9735943) could not confirm the reported issue. The cable had no cosmetic/physical defects and passed continuity testing. Hardware analysis of the returned battery (9735773) could not confirm the reported issue. The battery was tested for over 24 hours in a known good uninterruptible power supply (ups). When removed from ac power, the battery powered the ups for the programmed 11.5 minutes before shutting down. The battery performed as expected. Hardware analysis of the returned uninterruptible power supply (ups) (9735787) confirmed the reported issue. When the battery was connected to the ups, the fan was not running. When plugged into ac power, the fets audibly blew and the unit would not turn on. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.